Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the investigation. Failure analysis was unable to confirm the customer reported failure. The tip cover was installed on an in house instrument and installed on a system; tip cover did not slip off or move. The monopolar curved scissors (mcs) instrument related to this event has not been returned for evaluation. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the mcs tip cover accessory allegedly detached and fell inside the patient. The tip cover accessory was retrieved. Although, no patient harm was reported at this time it is unknown what caused the tip cover accessory to fall off inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient but was retrieved immediately with a laparoscopic instrument. The mcs instrument with tip cover accessory installed was in use for less than 5 minutes. The tip cover was inspected prior to use and did not make any contact with any other instrument or other hard material during the surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.